Event description:
It was reported that oversensing noise causing pacing inhibition was detected on the right atrial (ra) lead. Insulation anomaly was noted. The ra lead was capped and replaced. There were no adverse health consequences, the patient was stable.